Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. It is likely that device unable to be feed air/water due to the foreign material clogging the nozzle. Upon further analysis of the foreign material, it was identified as a protein. It is unknown if the protein originated from a human, protein based medical solution, bacteria, ect. The device was cleaned, disinfected, and sterilized before returning to olympus. There was no delay to the start of pre-cleaning which was properly implemented. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with a clean lint free cloth, brush, or sponge. The air/water nozzle/channel was flushed with detergent solution. The cause of the material remaining in the device could not be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the following: after starting the upper gastrointestinal tract examination, air and water supply became impossible at an early stage; and there was a foreign object in the nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope nozzle had foreign object. There were no reports of patient involvement.

Manufacturer narrative:
Corrected fields: d5, e1, g2, h6 (health effect impact code).